Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric narrow lesion located in the internal carotid artery, below bifurcation that was 90% stenosed. The emboshield nav6 embolic protection system was being used for distal protection. The device was prepped according to the instructions for use. Due to the 90% stenosis, the device could not pass through the lesion. The device was attempted to be retrieved and re-positioned. During the recovery process, the filter basket folded and was difficult to retrieve. Another emboshield was used to successfully complete the procedure. The patient had good blood flow. No intervention was required to retrieve the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported difficulty advancing and difficulty removing were not able to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be due to operational circumstances of the procedure. The failure to advance was likely due to anatomical conditions, which was reported as 90% stenosed. Additionally, it is likely that after the failed attempt to cross, the filter became compromised and had difficulties retrieving. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.